Event description:
The customer stated the system would not turn on (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.